Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery. A 3.00 x 32mm synergy¿ drug-eluting stent was implanted to the lesion. Stent was fully expanded inside proximal to mid lad very well. An opticross intravascular ultrasound (ivus) catheter was advanced and angiography was performed. While removing the opticross catheter, it caught the stent struts and deformation of the distal part of the stent was observed via angiogram. The image showed the stent struts were folded inwards about 10mm. A 2.75x28mm stent was then deployed to optimize the first stent and to appose to the vessel wall properly and the procedure was completed. No patient complications were reported and the patient's status was good.